Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the daily battery voltage measurements displayed a pattern of steady discharge. The battery voltage is currently 3.078 volts. The battery status is beginning of life (bol). Hardware coulomb counter values appear normal. The estimated operating power level is 133.1. The device reported a power usage of 139.0. The remaining cell capacity is 1.07 amp hours. The device passed longevity calculations with a device lifespan to oos of 75.8%. The calculator's conclusion is not applicable as the device has not yet set elective replacement indicator (eri). The device diagnostic data spreadsheet shows a cell depletion pattern that is similar to other devices that depleted normally. The device passed automated electrical testing.

Event description:
It was reported that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.